Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when entering a food bolus request, the customer entered a carbohydrates value of "90" grams instead of entering "60" grams. The customer then accepted and delivered the suggested bolus amount; however, the bolus delivered was larger than intended. At the time of the call, the customer's blood glucose (bg) level was 318 mg/dl and the customer had (B)(4) units of insulin on board (iob- active insulin in the body). The customer called tandem technical support to inquire if the customer could stop the bolus after it had been delivered. Tandem technical support educated the customer that there was no way to stop a bolus after it had been delivered. Based on the customer's correction factor settings, the (B)(4) units of iob would decrease the customer's bg level and the customer was recommended to consume food to bring bg level back to target. Several hours later, during a follow-up call, the customer reported blood glucose level was 340 mg/dl, as the customer consumed an orange and a piece of fruitcake to address potential low. The customer reported still having 20 units of iob remaining, and expected blood glucose level to come back down to a comfortable range, and declined any further assistance.